Manufacturer narrative:
The reason for reoperation is possible rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side possible rupture. Manufacturer of the device is unknown. Device remains implanted.